Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the maryland bipolar forceps instrument (part# 420172-17/lot# n10210614 147) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system usg524. The instrument had 9 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting (post anesthesia) a da vinci assisted surgical procedure, the power cable on the maryland bipolar forceps instrument was found to be defective. There was no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the conductor wire damaged insulation to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have insulation damage on the conductor wire. The internal wires were not exposed. The damage was located at the distal end on the bipolar yaw pulley. There were no material missing and no thermal damage was observed. An electrical continuity was tested and passed. The root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.